Event description:
The physician reports that during initial iol implantation, the lens was removed and exchanged for another crystalens for a non-device related issue. Upon implantation of the 23.0 d crystalens, complications were encountered. Specifically, there was haptic adhesion, which resulted in iris root tear and probable zonular rupture. Two weeks after the 23.0 d lens exchange, intervention was performed in order to enlarge the incision. Preoperatively, the patient's bcva was 20/20 -2, glare 20/80 with mr + 0.25 + 0.50 x 010. Postoperatively, the patient's bcva was 20/25 -2 with mr + 1.00 sph + 1.50 add. Post lens exchange the patient has since been diagnosed with cystoid edema (cme) and treated with an intraocular injection.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the event is the haptic adhesion resulting in iris root tear/zonular rupture.